Event description:
It was reported that during a watchman procedure, a pericardial effusion occurred. The transseptal puncture (tsp) was performed successfully, the transseptal access was inferior/mid on the septum. The watchman sheath was advanced and flx device was also released successfully. Upon devices removal, intracardiac ultrasound - ice showed a 1.3mm effusion on the posterior wall of the epicardium. The physician performed pericardiocentesis and withdrew about 550ml fluid from the pericardium. Additional non-boston scientific device was used to return the blood back to the patient and patient remained stable, was fully recovered and discharged from hospital on (B)(6)2023. The device is not expected to be returned for analysis as it was disposed. This patient was on eliquis. The inr was 1.3, but it was not on any antiplatelet drug. The physician believes the ae was due to the very inferior tsp.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.